Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 4. The caregiver (cg) stated the final line did not have a bag connected and the clamp was open. The technical service representative (tsr) explained the alarm to the cg, assisted to clear the alarm and advised to notify the peritoneal dialysis registered nurse (pdrn) in the morning for further therapy instruction. Proper procedures per the user manual were reviewed with the cg. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), it was revealed that this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error from the home patient leaving the clamp open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.